Manufacturer narrative:
Method: internal device memory and ECG related to incident reviewed. Result: ECG morphology changed during incident from a non-shockable rhythm to a shockable rhythm.

Event description:
Subject was not resuscitated. (B) (4).